Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-apr-2020. The most recent information was received on 24-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('broken implant with a piece moving around in her uterus') and device expulsion ('broken implant with a piece moving around in her uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pain ("diffuse pains throughout the body"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion and pain outcome was unknown. The reporter considered device breakage, device expulsion and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('broken implant with a piece moving around in her uterus') and device expulsion ('broken implant with a piece moving around in her uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pain ("diffuse pains throughout the body"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion and pain outcome was unknown. The reporter considered device breakage, device expulsion and pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.